Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer performed deep cleaning with rubbing alcohol on the solenoid and lock mechanism to resolve the issue. The system has returned to service with no similar issues reported. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint. Visual and physical inspection found that the issue was reproducible. The customer's complaint was addressed by replacing the solenoid. After replacing the solenoid, system functional tests passed. As the solenoid was scrapped in the field at the time of event, no further analysis can be performed. There have been no similar issues subsequent to this event.